Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Reporter's results were 542 and 325mg/dl. Reporter did not have any symptoms. A control solution test was in range, 136 (98-147). No harm was alleged. Follow-up attempts to contact the reporter for add'l info have not been successful.